Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a shock impedance measurement of greater than 125 ohms. The rv pace impedance and threshold measurements had risen as well yet, remained within normal range. Boston scientific technical services discussed options. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.